Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for two pts. The customer re-ran the samples and the results were in a different clinical category. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed a preventative maintenance on the instrument. The fse verified the sample probe alignments and performed carryover and high sensitivity (hs) system check, all passed within specifications. The fse verified repairs per established procedures. Results met published performance specifications. A definitive root cause could not be determined. MDR# 2122870-2008-320 documents the results for pt 1. This is 2 of 2 separate MDR reports related to two pt events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-320, 2122870-2011-05295 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.